Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to battery tube was pushed down. Insulin pump was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had huge crack on the back of the pump from the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.